Manufacturer narrative:
One image was received. The returned image shows what appears to be the resolute onyx stent. The proximal end of the stent has deformed and raised struts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute onyx drug eluting stent to treat a severely tortuous and severely calcified proximal cx artery exhibiting 65% stenosis. The lesion was pre-dilated. There was no damage noted to packaging. The device was removed from its packaging with no issues noted. The device was inspected with no issues noted. Negative prep was performed without issue. The device did not pass through a previously deployed stent. Resistance was encountered. It was reported that the stent was unable to cross the highly calcified, at a 90 degree angle lesion and that the stent struts lifted when the physician attempted to remove the delivery system. The stent balloon wasn't deployed/ inflated. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the sheath and stylette did not return with the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th and 13th distal stent wrap, with struts raised and misaligned. Deformation was also evident to the 15th distal stent wrap; strut was raised and stretched. Kinks were evident on the hypotube. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.